Event description:
It was reported the device was being used in a low anterior resection. The device was very difficult to fire. Once fired, it was noticed the device fired malformed staples and the breakaway washer was not cut. Case was completed with hand suture. There were no patient consequences.